Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that there was an odd reaction on their controller. Pt said that the last couple days, the day before yesterday, the ins battery was all the way down and it hadn't been that way before. Pt said that they normally charged their device every night. Pt said that they charged the ins up and last night when they went to charge the ins, the controller showed that the ins battery was at 100% even though the ins had been running all day. Pt said that today, the ins battery was down to 30% which was not normal. Pt said that they ran the ins 24 hours a day. Agent had the pt reset the controller. Agent had the pt unlock the controller. Pt noted that they were using group a. The controller was at 80% and the ins was at 60%. Agent had the pt initiate an ins recharging session. Pt saw recharging excellent indicated. Agent had the pt exit the batteries screen. Pt confirmed seeing group a surrounded in green. Pt confirmed that there was no message saying stimulation off. The equipment was working as intended during the call, so agent advised the pt to monitor the equipment and call ps back if the issue persisted. On (B)(6) 2024 patient called back and stated the controller is still being an issue or giving them false readings. Patient stated that the stimulation will turn off without their knowledge noting the stimulation was off all day yesterday. Patient added that some days the implant battery level only drops to 90%, but today it's down to 30% when they had recharged to 100% last night. Patient stated this just seemed to start in the last couple weeks. Agent had patient unlock the controller. Patient was in group c with stimulation on. Patient stated the controller was at 100% and the implant was at 30%. Agent asked patient if they change their therapy settings throughout the day; patient stated they do not other than checking on each group. Agent reviewed that during their previous call they were in group a but now they show they are in group c; agent reviewed programming information with patient. Patient confirmed they were not aware that only the group that is highlighted in green is active. Patient checked the intensity levels between the groups; group a was set to 4.8, group b was set to 3.8, and group c was set to 3.6. Agent reviewed implant depletion rate is related to therapy settings. Agent redirected patient to their healthcare provider to further discuss programming and consider any adjustments.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that the implanted batteries are recharged every night. After 24 hours, the ins depletes to about 30%. They added that the unit is on group b at about 3-6. They noted that they have been satisfied with their stimulator and do not change the settings. They stated that the cause of the ins not depleting is unknown, and the batteries have returned to normal. The issue was resolved. Patient weight is 104.